Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Abbott employee loaded the valve. When attempting to deploy the valve, it was under expanded. Two re-sheaths were performed due to this issue. During the re-sheaths, the micro adjustment wheel had to be used to close the gap between the nose cone and capsule. However, the nose cone would open again by itself. Device removed and second pre-dilation was performed. Outside patient, the gap between the nosecone and capsule was unable to close with a 5mm gap. A replacement flexnav and 29mm navitor vision ((B)(6)) were used to complete the procedure. The patient remained hemodynamically stable and there was no clinically significant delay.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.